Event description:
Four days after index procedure: pt returned to hosp because the cathlab at the original hosp was under construction. Cag was conducted and thrombus was confirmed in the cypher stents. To treat the thrombus aspiration and poba were conducted. The pt is still hospitalized. The report co received indicated that during index procedure: the target lesion was the right coronary artery (proximal), the lesion was eccentric and introitus. Aha/acc classification of the vessel was a type b2 and it was not pre-dilated. Before the procedure, aspiration was conducted. Cypher (3.5/23mm) was implanted at target lesion at 18atm for 90 secs. Post-dilation was not conducted and ivus was conducted. Timi flow before the procedure was 2 and 3 after the procedure. The residual % of stenosis after the procedure was 0%. Act was not measured.